Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn at the down arrow keypad button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be obvious and detectable and warns the patient to discontinue using the pump. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the up and down arrow keypad buttons were unresponsive; all other buttons responded appropriately. During investigation, corrosion around the up and down key contacts was observed.

Event description:
The patient contacted animas on (B)(6) 2012 and alleged that prior to water exposure the keypad buttons would not depress properly. The patient stated that after water exposure the buttons became unresponsive. The patient noted a rip in the keypad and was unsure whether tactile issues or damage occurred first. The patient noted moisture in the keypad and under the display screen. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.